Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. Patient reported it was her fault the ins died. Patient reported she let the ins die and then discovered she was unable to charge the ins. Patient reported this happened maybe 4 years ago. No symptoms reported. No further complications were reported/anticipated.